Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: vessel locator wings did not open. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the starclose device after a diagnostic procedure. Reportedly, the physician completed the proper steps, but before positioning the wings against the vessel wall, the starclose came out of the arteriotomy. After removal of the device, it was noticed that the wings did not open. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.